Event description:
It was reported that prior to starting a da vinci si surgical procedure the washer at the tip of the large needle driver instrument came off. The washer was taped to the shaft of the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of a washer had come came off at the tip of the instrument. Failure analysis observed the instrument with one distal idler pulley not a washer, dislodged from the distal clevis and taped onto the housing. All the cables on the distal end were undamaged. The metal post stuck out from the distal clevis had a metal piece broken off and remaining pulley had edges. The evidence was inconclusive, but the damage was likely due to mishandling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.